Event description:
Complaint alleged that during training by distributor, the device displayed "defib fault 78" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.